Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse connected the balloon circuit unit. The balloon inflation / deflation is functioning properly. The fse verified the augmentation control is working. The fse notified the biomed in contact of the findings. The unit has been returned back to service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a non inflating balloon and the machine had low augmentation. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.